Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , reported that patient faced damage to infusion set tubing at connection site became disconnected from the connector. Infusion set has been used for 24 hours. The blood glucose level was high. Therefore, patient was treated with correction injection via multiple daily injection. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.